Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Reference manufacturer report number: 3004209178-2015-41455.

Event description:
It was reported the customer had a prime anomaly. Customer stated insulin was squirting out during the manual prime process. Troubleshooting found a no delivery alarm in the alarm history. It was also found insulin was exiting after the customer releases their act button. The customer also reported their blood glucose reaching 496 mg/dl on night. It was also found the customer was unable to successfully prime their infusion set at the end of the call. Customer's drive support cap appeared to be normal. The customer was also advised they may have a possible vent blockage with their reservoir. The customer's reservoir will be replaced. No additional information provided.